Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 7:00 am when the patient obtained blood glucose readings of ¿180 and 150 mg/dl¿ with the subject meter¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. It was not reported if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged inaccurate results. The patient claimed that 1 day prior to obtaining the alleged inaccurate results, he developed symptoms of ¿sweating and blurry vision¿. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to him obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.